Manufacturer narrative:
Based on the user facility info, non-resorbable material was left unretrieved in the pt's body. Due to the lack of a sample and lot specific info, the failure investigation was limited to assessment of the info provided by the user facility. The origin of the reported object observed in the pt's right pulmonary artery several days after the procdedure cannot be determined based on the available info. As noted, significant additional info was provided by the initial reporter at the user facility during follow-up communications. Specifically: for ease of use, the glidewire was used in place of the guide wire supplied with the guidant introducer kit; the glidewire was manipulated through a metal entry needle during the procedure; the alleged detachment of material was not noted until several days after the procedure; "the pt's condition did not change as a result of this [event]"; the involved device will not be returned for eval; and the lot number of the device is not known. Although the event description is consistent with damage to the guidewire's polyurethane coating due to manipulation against the metal entry needle that was used during the procedure, this is only conjecture since no problem or device damage was noted during use. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All available info has been placed on file at the mfg facility for appropriate tracking, trending and follow-up.

Event description:
Per the attached user facility medwatch report, received from the FDA on 12/20/07, the event is described as follows: "the teflon coating of the terumo glidewire was defective when it was shipped to our facility. This resulted in a piece of the teflon coating coming off the glidewire and floating through the pt's venous vasculature until it lodged in his right pulmonary artery." The initial reporter at the user facility confirmed during follow-up communication that, the guidewire was manipulated through a metal entry needle during the procedure; the alleged detachment of material was not noted until several days after the procedure; and "the pt's condition did not change as a result of this [event]."